Event description:
Following angioplasty, the stent was successfully delivered to the target 70% stenosed lesion. However, the physician was able to release only 2mm of the stent; the rest of the stent was "completely stuck." The device was removed from the patient and the procedure was aborted. There was no reported clinical consequence to the patient.

Event description:
Following angioplasty, the stent was successfully delivered to the target 70% stenosed lesion. However, the physician was able to release only 2mm of the stent; the rest of the stent was "completely stuck." The device was removed from the patient and the procedure was aborted. There was no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body was kinked on its proximal shaft and compressed on its middle and distal shafts. The inner body was kinked just proximal to the dual tapered tip and separated on its proximal shaft at 5.7cm distal to the hub location. The inner body dual tapered tip was examined under magnification and was found to be conforming to its visual specifications. The inner body was in the outer body and there was a small amount of blood in the inner body and outer body. The stent was not in the outer body, nor was it returned. The inner body bumper marker was protruding through the outer body distal end. There was a small amount of friction when the inner body was being pushed in the outer body, likely due to the observed anomalies. There were no other anomalies were noted. The damages found on the microdelivery catheter and the stabilizer is indicative of a high friction encountered during use of the system. The high friction may have led the physician to apply excessive force in an effort to deploy the stent. This tensile force can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as kinking and possibly breakage. Analysis found the inner body bumper marker protruding through outer body distal end, an indication that the stent was deployed. However, review of available information and analysis of the device failed to identify a definitive root cause. Therefore, a root cause of undeterminable has been assigned to this complaint.